Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required a chest tube. The patient had a medical history of severe emphysema. The biopsied lesion was approximately 1.2cm in size and located on the pleural surface of the left upper lobe. During the procedure, a pneumothorax was identified via fluoroscopy; therefore, a 12 french chest tube was place and the pneumothorax immediately resolved. The ion procedure was completed without issue. The diagnosis was adenocarcinoma. The patient was observed overnight (less than 24 hours) then discharged home. The physician stated the pneumothorax occurred because of the number of biopsies required to make a diagnosis and the location of the lesion. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.